Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on in the incorrect mode. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical (B)(4). The malfunction was observed and the control board was replaced to resolve the malfunction. The control board was returned to zoll medical chelmsford. The malfunction was duplicated and attributed to corrosion on the control board. Analysis for reports of this type has not identified an increase in trend.